Manufacturer narrative:
Analysis found that the motor was running noisy. The pre-repair temperatures were: 78.40f, 80.3f, and 77.2f at the gear, motor, and bearing, respectively. The housing and motor assembly were found to be heavily corroded with the motor bedded inside the housing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) via manufacturer representative reported that the handpiece overheated in roughly a minute and made a grinding noise. A back up device was used.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece overheated and was noisy during the procedure. There was no delay to the procedure. There was no patient impact.